Event description:
Pt complained of pain. It was found that the plastic had separated from the metal. The mg I patella was replaced with a 00-5110-067-41. The mg I patella was a black porous implant. The hospital discarded the device.